Manufacturer narrative:
Neither samples nor pictures were received for the analysis of this complaint. The reported issue could not be confirmed as the sample was not provided for evaluation. Therefore, a probable cause was not able to be determined. A lot number was not provided and therefore a lot history review cannot be performed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Initial reporter phone is (B)(6).

Event description:
It was stated in the report that the gauze at the connection of the pressure sensor was soaked with liquid. The nurse carefully observed and found fluid leakage at the connection of the tubing. Considering a possible product quality issue, another brand of pressure sensor was replaced, and the incident was reported as an adverse medical device event.